Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioflex meter was testing in settings mode. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue began 2 months prior to contacting lfs, around (B)(6) 2020. The patient manages his diabetes with self-adjusted insulin (unspecified type or dose) and reported that in response to the alleged inaccuracy issue, he began adjusting his insulin dose without knowing his blood glucose levels; basing his dosage on advice from his father. The patient reported that around a month later, approximately around (B)(6) 2020, he developed symptoms of feeling "dehydrated", that he was "going to the bathroom a lot" and had "poor sleep." The patient advised that he self-treated by administering 15-20 units of insulin (unspecified type). The patient denied testing his blood glucose on another device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked him through a retest; however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute high blood glucose excursion after the alleged issue with the subject device began.